Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, the patient's blood pressure dropped and the intracardiac ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and approximately 100 cc of fluid was removed. The patient was stabilized and admitted at the ICU for observation. Additional clarification was requested on the event, but no additional information has been received.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system, model #:m-4800-01, serial #:(B)(4). Stockert 70 system, model #:m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
(B)(4). Was reported that while performing an atrial fibrillation (afib) procedure, the patient's blood pressure dropped and the intracardiac ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and approximately 100 cc of fluid was removed. The patient was stabilized and admitted at the ICU for observation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also deflection and irrigation tests were performed and the catheter passed all tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown.